Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a slight amount of body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported having a syncopal episode, falling and going to the emergency room for evaluation. The health care professional (hcp) called boston scientific technical services (ts) approximately two weeks after the event to inquire if therapy was delivered during a stored episode. The stored episode occurred the day the patient was syncopal, but it did not correlate to the time. The patient has atrial fibrillation (af), so it was thought the episode was af with rapid ventricular response in the 170s. Ts reviewed the strip and the episode was in the monitor only zone and eventually fell out of the zone on it's own so no therapy was delivered. Therapy options were discussed in case the provider wanted to treat the episode. Additional information was received from the health care provider that the cause of they syncope remains unknown, and no programming changes were made to the device. No additional adverse patient effects were reported.

Event description:
Approximately a year later the device was returned; the reason for explant was unknown. There were no further observations received and no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.